Event description:
It was reported that prior to an angioplasty procedure, the device packaging was allegedly unsealed. It was further reported that the device was allegedly stained with an unknown chemical substance. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the device packaging was allegedly unsealed. It was further reported that the device was allegedly stained with an unknown chemical substance. There was no patient contact.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Additionally, sterilization records were reviewed and this lot met all sterilization release criteria. Investigation summary: four presto devices were returned for evaluation. The devices were all received in a presto white shipping box. Damage to the shipping box was noted, however this appeared to be a result of shipping. Yellow staining was noted to the outer white yellow shipping box. The devices were removed from the box, and no evidence of contamination was noted to the device trays or sterile barrier. No contamination was seen on the physical devices. The seals of all 4 samples were noted to be intact and correctly sealed. Ftir and sem/eds analysis was performed on the yellow staining. The results of this testing were compared to manufacturing records, and no match to the material was able to be identified. The source of the staining could not be determined. Therefore, the investigation is confirmed for the reported contamination, as an unknown yellow staining was noted to the outer white shipping box. However the investigation is unconfirmed for the unsealed packaging, as no evidence of damage to the sterile barrier was noted to the 4 returned device samples. The definitive root cause for the reported contamination and unsealed packaging could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025), g3 , h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.